Event description:
It was reported that during cardiac surgery involving suturing of the aortic valve; the cotton wool repeatedly fell off the cushion during use. Another thread was required to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vcd2031mse, vcd2031mse ticron 2-0 bw 8x30 y31 da3x6s, (lot number: d2j2024ky) vcd2031mse, vcd2031mse ticron 2-0 bw 8x30 y31 da3x6s, (lot number: d2j2024ky). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three sealed representative samples were received for evaluation. Visual inspection and functional testing found no notable condition. It was reported that during cardiac surgery, the cotton wool fell off the cushion during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.